Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a critical pump error alarm with a red x showing on display screen. Customer's blood glucose was 8.0 mmol/l. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit was received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unit was received with moisture damage noted on motor. Unit was received with cracked retainer, minor scratched display window and scratched case.